Event description:
It was reported the tubing was kinked inside of a pump. There was not pt injury reported.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluated could not e completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.